Event description:
The resmed airsense 11 has an insufficient humidification chamber for arid locations, such as in (B)(6). I was forced to buy a non-regulated device to increase water storage. The lack of sufficient humidification resulted in me waking up in the middle of the night dehydrated and gasping for breath. Also, upon switching to better humidification it noticed by my dental provider that I had a noticable reduction in plaque at my latest dental checkup.